Event description:
On (B)(6) 2009, the pt reported receiving an e4 (occlusion) error while attempting to bolus 10 units of insulin. He removed the infusion site and found a slight bend in the cannula. The infusion site had been in use for 2 days. He inserted a new infusion site and attempted to bolus 5 units of insulin and e4 was displayed. He disconnected from the infusion site and primed until insulin flowed from the end of the infusion tubing. He removed the infusion set and found that this cannula was also bent. He inserted a new infusion site and was able to complete his bolus without error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.